Event description:
It was reported to boston scientific corporation that a hydratome¿ rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, this hydratome¿ rx 44 device was used to cannulate the bile duct. After the wire passed into the bile duct, they started to perform sphincterotomy. The current was able to deliver for about 60 seconds but then it failed to cut and would no longer bow. Additionally, they used a non bsc generator and active cord in this procedure. The procedure was not completed. It was rescheduled and was completed on (B)(6) 2015. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the working length was twisted. The cutting wire was broken and blackened. The distal pierce hole was melted and blackened. The evaluation concluded that the broken and blackened cutting wire, and melted and blackened extrusion at the distal pierce hole indicated that it is most likely due to an excess of voltage applied during the procedure. Due to anatomical/procedural factors encountered during the procedure, performance was limited, therefore the most probable root cause for this incident is operational context.

Event description:
It was reported to boston scientific corporation that a hydratome¿ rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, this hydratome¿ rx 44 device was used to cannulate the bile duct. After the wire passed into the bile duct, they started to perform sphincterotomy. The current was able to deliver for about 60 seconds but then it failed to cut and would no longer bow. Additionally, they used a non bsc generator and active cord in this procedure. The procedure was not completed. It was rescheduled and was completed on (B)(6) 2015. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on february 27, 2015: the device ¿broke¿ when the failure to cauterize and failure to bow occurred.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome¿ rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, this hydratome¿ rx 44 device was used to cannulate the bile duct. After the wire passed into the bile duct, they started to perform sphincterotomy. The current was able to deliver for about 60 seconds but then it failed to cut and would no longer bow. Additionally, they used a non bsc generator and active cord in this procedure. The procedure was not completed. It was rescheduled and was completed on (B)(6) 2015. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on february 27, 2015: the device ¿broke¿ when the failure to cauterize and failure to bow occurred.

Manufacturer narrative:
(B)(4) wire broken. The previously reported device code 1114 for ¿failure to conduct¿, would have occurred due to the broken wire. (B)(4).

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, this hydratome rx 44 device was used to cannulate the bile duct. After the wire passed into the bile duct, they started to perform sphincterotomy. The current was able to deliver for about 60 seconds but then it failed to cut and would no longer bow. Additionally, they used a non bsc generator and active cord in this procedure. The procedure was not completed. It was rescheduled and was completed on (B)(6) 2015. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on (B)(6) 2015: the device "broke" when the failure to cauterize and failure to bow occurred.